Event description:
It was reported, the camera head screen changed color to blue/red when hooked up to other equipment. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found colored lines on image due to bad cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is an expected or random component failure without any design or manufacturing issue. A device history review revealed no issues were identified. Olympus will continue to monitor the field performance of this device.